Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2016 with the following findings: investigation revealed a crack in the cartridge compartment with a piece of case missing. Unrelated to the original complaint, the battery compartment was noted to be cracked in two places. In addition, the display was dim and fading. The audio bolus button cover was damaged; however, the bolus button was responsive during the investigation. The keypad cover was intact but all buttons were intermittent. Upon removal of the cover, contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).